Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery tests. No prime anomaly or error alarm noted during testing. No moisture damage found on electronic assembly and motor. No cosmetic damage found on the case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they are experiencing high blood. The blood glucose at the time of the incident was 400 mg/dl. The customer blood glucose level at the time of the call was 104 mg/dl. The customer did not experiencing symptoms. The customer did not contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. There was no leak found during troubleshooting. However the insulin did not exit. The device will be returned for analysis.